Event description:
It was reported that the lead integrity alert (lia) and lead impedance warning were triggered for the right ventricular (rv) lead due to high rv lead impedance and oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.